Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Type of report is initial. The sprint fidelis lead model is included in a field advisory. (B) (4).

Event description:
It was reported that the lead had insulation failure. The lead was capped and replaced. No patient complications were reported as a result of this event.